Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that after the customer got into a pool with the insulin pump, the device was not working anymore. They had received a critical pump error alarm. The customer¿s blood glucose level was 308 mg/dl. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm and pump error alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. The pump was received with case cracked behind the pump near the battery compartment, broken belt clip rails, scratched case, pillowing keypad overlay, and minor scratched lcd window.